Event description:
In 2009, the lay patent's wife was transferred to the lifescan (lfs) by medtronics diabetes to receive assistance with the patient's one touch ultra link meter. The wife alleged that the reported meter read inaccurately high. The complaint was classified based on the initial information provided to the lfs customer care advocate (cca) because the medical surveillance specialist (mss) was unable to contact the patient by phone. The patient takes insulin via a medtronic insulin pump. The wife claimed the meter issue first started the day before at 10:00 pm; however, blood glucose readings obtained at this time were not provided and no information regarding the patient's insulin dosage at this time was provided. The wife said the patient was having a seizure at 4:30 am and ems was summoned. The wife said a result of 75 mg/dl was obtained on the lfs meter compared to a result of 20 mg/dl on the ems meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of < = 30% and/or < = 30 mg/dl. The emt's treated the patient with IV glucose and took him to the ER. A result of 40 mg/dl was obtained on the ER meter when he arrived. The patient was treated with additional IV glucose and food in the ER. At approximately 9:00 am, the patient was tested with the ER meter and with the lfs meter. The lfs meter result was 270 mg/dl compared to an ER meter result of 180 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of < = 30% and/or < = 30 mg/dl. The patient's physician advised him to report the meter to the manufacturer. The cca noted that the patient followed correct testing technique. A control solution test was not performed because the control solution was expired. The patient's products were replaced. This complaint is reported because the patient's wife alleges that the lfs product read inaccurately high. She alleges the patent had a seizure and received emergency IV glucose treatment for hypoglycemia after the issue first started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.